Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was implanted in the wrong location and "not giving good results". The icm remains in use. No patient complications have been reported as a result of this event.